Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, the attachment device did not work properly. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had damaged components: bearings, cover, and sleeve; and failed pretest for cutter insertion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Event description: it was omitted in error that this is event 1 of 3 of the same event. It was originally reported that there was only one attachment device that did not work properly, however there were two attachment devices. It was further observed that an unknown cutter was locked in a crani-a attachment device and could not be unlocked. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.